Event description:
It was reported that prior to the device testing procedure, the device interrogation showed high sensing integrity counts indicating oversensing. Sensing was reprogrammed however; there was a dropped in the r-wave value observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.